Event description:
It was reported that the device's monitor shows lines across the screen.

Event description:
It was reported that the device's monitor shows lines across the screen. There was reportedly no patient involvement. Requesting on site repair.